Event description:
It was reported that stent thrombosis and death occurred. The target lesion was located in the proximal to mid right coronary artery. The 3.00 x 38mm promus elite drug eluting stent (des) was deployed. The physician then realized another stent placement was necessary and overlapped from the proximal to the ostium with a 3.50 x 16mm promus elite des. Timi-3 flow was achieved and the patient was transferred to a ward in stable condition. About an hour later the patient died. The physician thinks the cause of death was stent thrombosis.